Event description:
It was reported that the right ventricular (rv) lead triggered a noise alert due to non-physiologic sensing and short interval counts (sic). Impedance trends had been stable but manual measurements in office fluctuated from normal to out-of-range high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2008-(B)(6). (B)(4).